Event description:
It was reported to philips that the customer wants to order external paddles for repairs. The remote service engineer (rse) evaluated with the assistance of the customer and found that the external paddles need to be replaced. . Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the customer wants to order external paddles for repairs. There was no reported patient involvement.